Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, upon insertion of the anchor, a pop was heard from the anchor. The surgeon removed the anchor and he noticed a split down the side of the anchor. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72202615 twinfix ultra pk 5.5mm suture anchor used for treatment, was returned for evaluation. The complaint stated: ¿on insertion; possibly only 2/3 turns in, a pop was heard from the anchor. The surgeon removed the anchor and on closer inspection you can see a split down the side of the anchor.¿ the device is in good condition with the exception of the anchor. The shaft is straight. The handle and spring action are functional. Suture with needles were in their compartments. The complaint indicated that the patient had hard bone density. Reported prep was with a ¿3.8 tapered awl and 5.5 awl.¿ for hard bone, alternate recommendations are listed within the IFU. Per IFU: breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. It then recommends prep with the following: ¿72201707, 4.5 mm spade tip drill ref 72202634, 5.5/6.5 awl-dilator.¿ use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. A two-finger ao technique should be used to insert the anchor. Alternate prep method was a factor. Maintaining axial alignment is critical to successful implantation. Product met specifications upon release to distribution. Complaint search revealed no other complaints for this production lot.